Event description:
It was reported the lead was replaced due to low impedance and blood in the lumen. No patient complications were reported as a result of this event. Further information from the patient indicates that the lead was malfunctioning for 7 months. The patient further claims that the lead "chafed" and caused his ICD to misfire.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found. Blood noted in the lumen and most likely entered through the is-1 pin because no outer insulation breaches were observed; full lead analyzed.